Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory charger to the sonicare power toothbrush system. The device model, catalog, lot and serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer reported that their diamondclean charger cup heated up and burnt. No property damage and no injury were reported.

Manufacturer narrative:
D4: model and serial numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customers complaint is a burnt charger.